Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a pacer failure during the shift check test. There was no patient involvement.

Manufacturer narrative:
.